Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-03597/03599).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, dysfunction, loss of range of motion and lack of mobility. A right hip revision procedure was alleged to have taken place on (B)(6) 2008, where metal on metal granulomas and necrosis were allegedly noted. A left hip revision was alleged to have taken place on (B)(6) 2011 where darkened fluid was allegedly noted. A review of the invoice history confirmed initial left hip surgery date; however, invoices could not be located to confirm the initial right hip surgery or the revision surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 5 MDR's filed for the same patient (reference 1825034-2014-03597/-03798 /-03599 /-07129 /-07130).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, dysfunction, loss of range of motion and lack of mobility. A right hip revision procedure was alleged to have taken place on (B)(6) 2008 where metal on metal granulomas and necrosis were allegedly noted. A left hip revision was alleged to have taken place on (B)(6) 2011 where darkened fluid was allegedly noted. A review of the invoice history confirmed initial left hip surgery date; however, invoices could not be located to confirm the initial right hip surgery or the revision surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2004. Operative report noted patient underwent a right hip revision on (B)(6) 2008 due to pain swelling,and a CT scan indicating a iliac tumor. Operative report noted the presence of fibrotic tissue, granulomas, necrosis, metallosis,osteolysis, bleeding bone, burnished head and a loose cup. The modular head and acetabular cup were removed and replaced with a competitors cup and a biomet head. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to dislocation and pain. Operative report further noted the presence of darkened clear fluid. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head. Operative report noted patient underwent an additional left hip revision on (B)(6) 2011 due to instability. The biomet head was removed and replaced.